Event description:
It was reported that the patient was having difficulty swallowing food starting somewhere between (B)(6) 2010. Specifically, the patient experienced dysphagia and drooling. It was reported that the event was not attributed to any device the patient had, and the patient had 'no injury.' It was later reported that the 'right implantable neurostimulator (ins) that controlled the right side was dead.' It was reported that in 2011, the patient had choking and swallowing problems from his parkinson's disease. The left ins was turned off between (B)(6) 2012, and the choking and swallowing problem was resolved. However, since the right ins was now dead, the patient turned his left ins on but was not experiencing any choking or swallowing problems. Additional information received reported that the patient had both ins devices replaced. It was noted that no impedances were done. The cause of the event was unknown. The patient did not require hospitalization. The patient was 'doing well' after replacement. It was noted the patient did have one side turned off.

Manufacturer narrative:
Product ID 7482a95, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7438, serial# (B)(4), product type programmer, patient; product ID 3387s-40, lot# v329593, implanted: (B)(6) 2009, product type lead; product ID 3387s-40, lot# v328368, implanted: (B)(6) 2009, product type lead. (B)(4).